Event description:
In 2008, the patient's husband reported the adhesive on the patient's insulin infusion set is not properly adhering. The patient changed her infusion set earlier in the evening after it came loose and at 2 a.m. Her blood glucose reading was 140 mg/dl. At 6 a.m. She woke up and noticed the infusion headset was half off for the third time in 2 days. She tested her blood glucose and it was 390 mg/dl. She changed her headset but did not bolus. Several hours later, her reading was 480 mg/dl and she took an 8 unit injection to treat her reading. The patient stated she cleans her site with an IV prep wipe before inserting the headset. The use of extra adhesive and site management were discussed with the patient and a complimentary guide to site management along with tegaderm and replacement infusion sets were sent. On follow up, the patient stated her readings have returned to her normal range of 80-150 mg/dl. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.